Event description:
It was reported to philips that, during servicing, the rubber button covers were found to need replacement. A philips authorized repair bench technician evaluated the device and found the issue. The technician replaced the rubber button covers kit. The device passed all performance assurance tests and was returned to the customer.

Event description:
It was reported to philips that, during servicing, the rubber button covers were found to need replacement. A philips authorized repair bench technician evaluated the device and found the issue. The technician replaced the rubber button covers kit. The device passed all performance assurance tests and was returned to the customer.